Event description:
I had surgery in 1977 for gall bladder. I informed my dr and surgeon of my allergy to all types of metal. They told me they would make sure they leave none inside me. After 19 years of going back to hospital for treatment of allergy problems and pain in my upper right side and xray's hospital denied that there was no type of metal inside me. I had xray's taken by another dr and was told I had eight or more metal surgical clips in my arteries and blood vessel. They are inoperable and they are causing infections, pain, deterioration of my organs. I found out in 2003 that the surgical clips corrode within 12 to 18 months after being inside a pt's body. The staples can not hold up in and around the acids and bowel acids. Dr wrote an article in the england journal of medicine. I tried to sue the hosp "pro se" because of statute of limitation and my illness that occurred from these metal clips. I did not reveal my illness progress everyday. One day this will cause my death. These clips should not be used any more for the illness, diseases, and other complications they cause to patients that go in to get something fixed but end up with this product inside that will effect lives and insurance business that pay for the surgery but end up paying out more to fix what the damage of the surgical clips cause. I talked to dr by email. He is a good person before he dies to get info of this because he said that the medical community has been knowing about what the metal clips do to patients but refuse to address it. Because there is a lot number of people like me with corroded clips some still have time to remove and some inoperable. I have two problem. My allergic reactions to metal but this defective product that corrodes after 12 to 18 months should not be used any longer inside anyone's stomach area where main organs are. Dates of use: 1999. Diagnosis or reason for use: gall bladder surgery.